Manufacturer narrative:
The cell-dyn emerald, serial number (B)(6) was evaluated. Replacement of the motor and sampling assembly addressed the emergency stop issue. The diluent was then replaced as it was noted to be low, and after multiple primes/flushes the issue was resolved. A review of tracking and trending did not identify a trend with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the cell-dyn emerald as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated platelet generated from a cell-dyn emerald and provided the following data for 2 patients: customer normal platelet range 140-442 k/l. Patient 1 initial result was 1052 and repeat result was 268. Patient 2 initial result was 942 and repeat result was 322. Customer also reported that they did not report out the initial results, but rather the repeat results. Customer also states intermittently getting emergency stop and note the analyzer is rebooted which helps with resolution. It was reported that further troubleshooting was performed, which included replacement of analyzer parts and a sample was tested and generated platelet results which were similar to the recorded result of the sample. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Additional information received. The customer provided further details for patient 1 and 2 samples. Patient 1 sample ID was (B)(6) and on (B)(6) 2024 the initial platelet result was 1083 and repeat result was 268 patient 1 sample ID was (B)(6) and on (B)(6) 2024 the initial platelet result was 942 and repeat result was 322.

Event description:
The customer reported falsely elevated platelet generated from a cell-dyn emerald and provided the following data for 2 patients: customer normal platelet range 140-442 k/¿l: patient 1 initial result was 1052 and repeat result was 268. Patient 2 initial result was 942 and repeat result was 322. Customer also reported that they did not report out the initial results, but rather the repeat results. Customer also states intermittently getting emergency stop and note the analyzer is rebooted which helps with resolution. It was reported that further troubleshooting was performed, which included replacement of analyzer parts and a sample was tested and generated platelet results which were similar to the recorded result of the sample. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information received and a1 and b5 has been updated. Section a1: patient identifier - complete list of patient sample ID's are (B)(6).

Event description:
The customer reported falsely elevated platelet generated from a cell-dyn emerald and provided the following data for 2 patients: customer normal platelet range 140-442 k/l. Patient 1 initial result was 1052 and repeat result was 268. Patient 2 initial result was 942 and repeat result was 322. Customer also reported that they did not report out the initial results, but rather the repeat results. Customer also states intermittently getting emergency stop and note the analyzer is rebooted which helps with resolution. It was reported that further troubleshooting was performed, which included replacement of analyzer parts and a sample was tested and generated platelet results which were similar to the recorded result of the sample. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Additional information received. The customer provided further details for patient 1 and 2 samples. Patient 1 sample ID was (B)(6) and on (B)(6) 2024 the initial platelet result was 1083 and repeat result was 268. Patient 1 sample ID was (B)(6) and on (B)(6) 2024 the initial platelet result was 942 and repeat result was 322.